Event description:
As reported from japan by a field clinical specialist, a 20mm sapien 3 transcatheter heart valve, implanted in the aortic position, failed after an implant duration of 3 years and 1 month. The valve dysfunction necessitated a valve-in-valve intervention. Prior to the valve-in-valve procedure, the patient presented with heart failure symptoms. The dysfunction was stenosis with calcification. Pre-procedural echocardiography reportedly demonstrated elevated transvalvular gradients, with mean and peak gradients in the range of approximately 35-50mmhg and a valve area/index of 0.5-1.0cm2. The valve-in-valve was reported to be successful, and no additional procedural complications were described. The patient's final outcome was reported as stable.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation and valve registration information from the implant patient registry. The following sections of this report have been updated: corrected b5, corrected d4, corrected d6, corrected h4, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The device calcification necessitating reintervention was empirically confirmed based on available information to date. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors may include patient age, underlying disease state, patient comorbidities (e.g., renal failure, including hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus), and concomitant pharmacological interventions. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from japan by a field clinical specialist, an edwards transcatheter heart valve dysfunction occurred, necessitating a valve-in-valve intervention. According to the reporter, the model, serial number, implant date, and exact implant duration of the valve in which dysfunction occurred were all unknown; however, it was reported to have been implanted for less than five years. Prior to the valve-in-valve procedure, the patient presented with heart failure symptoms. The dysfunction was stenosis with calcification. Pre-procedural echocardiography reportedly demonstrated elevated transvalvular gradients, with mean and peak gradients in the range of approximately 35-50 mmhg and a valve area/index of 0.5-1.0 cm2. The valve-in-valve was reported to be successful, and no additional procedural complications were described. The patient's final outcome was reported as stable.

Manufacturer narrative:
In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien 3 transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve, edwards sapien 3 ultra transcatheter heart valve, and edwards sapien 3 ultra resilia transcatheter heart valve. Investigation is ongoing.